Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for essential tremor and movement disorders. It was reported that the patient's ins was at end of service (eos). The device was reported to be off/ disabled and no longer providing therapy. The patient reported a return of symptoms and her hand was "worse than she has ever seen it". The patient first identified the return of symptoms 3-4 days ago when she went to pick something up and wasn't able to. This is when she first noticed the eos message. The patient was dissatisfied with the longevity of the ins. The patient was advised to contact her healthcare professional to address the eos and plan a replacement surgery. Additional information was received from the patient reporting that the ins did not have normal battery depletion. It only last 18 months instead of 3+ years. They said the cause was probably due to the need of needing higher stimulation.